Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. The reported event of unspecified signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.